Event description:
It was reported that an incident finding of several vena cava filter limb fragments were discovered from an unrelated complaint; the filter was deployed approximately six years ago. The filter and one detached limb were successfully captured and retrieved. A detached limb in the pulmonary artery and filter fragments in the renal vein could not be retrieved. There was no reported patient injury.

Manufacturer narrative:
The event was reported via a user facility medwatch (B)(4). A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned for evaluation; however, four images were provided for review. A filter image demonstrates a filter tilted medially in the icv; a detached leg is identified within the confines of the vena cava filter. Nine filter limbs are identified with the filter. The apex of the filter is located at the level of the posterior spinous process of the 11th thoracic vertebrae, the filter legs extend to the base of the 12th thoracic vertebrae. The second image demonstrates a linear metallic density that appears to be a filter arm located in the right pulmonary artery at the level of the sixth rib, just superior to the diaphragm. The third filter image demonstrates a linear metallic density the left lower quadrant of the abdomen, at the level of the second lumbar spine. The descending colon can be visualized at the location of a linear metallic fragment. The straight linear metallic density in the left lower quadrant does not demonstrate any curvature or identifying marks that would indicate this is a detached filter limb. The fourth image provided demonstrates a catheter that is sub selected in the right renal takeoff; although, the kidney is not fully demonstrated by the contrast injection. A linear metallic density is located at the level of the right kidney. The complaint investigation is confirmed for a limb detachments. Based on the available information the definitive root cause for this event is unknown.